Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 12-april-2024, it was reported by the patient that air bubbles is present in reservoir and infusion set during therapy. No further information was available